Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received three inappropriate shocks for t-wave oversensing from reduced r-wave amplitude. The patient was brought into the office where sensing optimization was performed and revealed the patient had a bundle branch block at elevated rates, thus the sensing vector was reprogrammed. Almost two years later review of stored episodes from one year prior found that the patient experienced another inappropriate shock from t-wave oversensing. R-wave amplitude had again decreased and was undersensed. Currently the patient had received appropriate therapy for ventricular tachycardia (vt), however there was still low r-wave amplitudes and a premature ventricular contraction (pvc) that was large and created undersensing which made the patient's heart rate artificially slow. This caused the smartpass feature to disable. Boston scientific technical services (ts) was consulted and discussed the third sensing vector appears to have better sensing. Ts suggested testing the third sensing vector with isometrics and positional testing prior to reprogramming. Other programming options were also discussed. The s-ICD and electrode remain in service and no adverse patient effects were reported.